Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet issued beeping and a dosing stopped message after a new dexcom g7 sensor was applied without entering the sensor pairing code into the ilet, resulting in loss of cgm communication until the correct code (8648) was added and pairing completed. Symptoms included hyperglycemia to 275 mg/dl and thirst. Outcomes included elevated glucose for approximately two hours without use of backup therapy, no ketone testing, and no medical intervention or hospitalization. Investigation included troubleshooting and education to verify the dexcom sensor code, compare readings with the dexcom app, and pair the sensor to the ilet. Investigation of this case revealed incorrect or missing cgm pairing information leading to dosing suspension, consistent with user error in entering the sensor code rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error related to sensor pairing setup.